Event description:
After deflating the balloon to remove patient's foley catheter encountered resistance at the tip of the catheter. Viewed the foley tip post discontinuation. The deflated balloon left a visible ridge on the catheter tip which could potentially increase the diameter and cause difficulty or trauma upon removal. Manufacturer response for foley catheter, bard sure step foley tray system (per site reporter): unknown.